Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedances measurements measuring, greater than 200 ohms. A vector breakdown was performed, and measurements were confirmed to be oor. It was noted that the patient was in a car accident a day before. There was no noise with isometrics and pocket manipulation. Technical services discussed possible causes and provided programming options. At this time, the lead remains in service. No adverse patient effects were reported.